Event description:
I went to my cardiologist for a regular pacemaker evaluation/interrogation. One of my pacemaker leads was not working. My pacemaker leads were almost 15 years old at the time and I was (B)(6) at the time. I was referred to the electrophysiologist that placed the pacemaker originally in (B)(6) 2003 for consultation and to schedule a surgery/repair/removal. We met with dr (B)(6) in (B)(6) of (B)(6) cardiology. He discussed the option of replacing the lead vs leaving it in and placing an additional lead. I am not a large women. I only weigh approximately 100 pounds and am 5'3" tall. I had had 5 pacemaker/heart related surgeries at that time including a pocket repair and movement of the pacemaker leads. The leads had been attached to my collar bone to ensure they didn't move with the pocket or chest cavity again causing problems and pain. Dr (B)(6) did not do these additional surgeries but was made aware of them. A second pacemaker "batter" had been placed by another doctor in (B)(6) 2009. I also have additional health issues including hashimotos hypothyroidism, celiac disease, pots, migraines, autoimmune issues that are being investigated but for sure issues with connective tissue and the vascular system (symptoms including raynaud's, peripheral neuropathy, etc). Anyway, dr (B)(6) was aware of these and moved forward to schedule with a "lead extraction and replacement" in 4 days time. He ordered a chest x-ray and blood work. On (B)(6) 2017, I went in for the surgery. I was in the cath lab. Apparently, when dr (B)(6) went to remove the malfunctioning lead, my blood pressure plummeted to zero. CPR was started. I bled out on the table. I was emergently moved to the operating room with a "suspected" diagnosis of cardiac tamponade and a punctured superior vena cava/right atrium due to scar tissue. Just a reminder that this was a 15 year old lead. I have issues with 'connective tissue' and my scars keloid. I assert dr (B)(6) should have known there would be scarring and likely calcification after all those years and all the surgeries in that same area. He was reckless and did not properly prepare me or himself for the surgery or possible complications. I almost died because of his reckless and cavalier behavior. He was in over his head. He did not have the skills for this complicated, life-endangering surgery. In the operating room, I was placed on the table and doused in anti-infection liquid (whatever that is called). There was no time for proper 'scrubbing in' for the operating team, leaving me at extreme risk for infection. Six plus hours later, I was in the ICU with a core-matrix patch repair that completely rebuilt my innominate vein into my superior vena cava that was inches long. No one knew if it would hold. I was in an induced coma. I had lost nearly my entire blood volume, receiving 29 units of various blood products during the surgery. I was bypass. I was placed in a 43 minute cryogenic arrest to facilitate the repair. My head was packed in ice to hopefully preserve my brain and neuro status. I was in bad shape. But I did wake up. I am recovering still today. But I never saw dr (B)(6) again. He abandoned me. His administrative boss came in but never said why dr (B)(6) never came back to see me. I lost my cardiologist and electrophysiologist of 15 years. I felt abandoned and lost. I have suffered immensely since that day in so many ways. I will be on coumadin and plavix for life now. My svc is only open 1/3 of what it was prior to surgery. It is expected to collapse completely. I live in fear. I am weaker and I struggle to maintain my strength, my endurance, etc. Dr (B)(6) left me more that just the 10-inch scar down the center of my chest, he scarred my heart, my family and my faith in the medical community as a whole.